Event description:
It was reported by the rep that the (2) er320 and were used during a laparoscopic cholecystectomy procedure. It was reported that the clips were not feeding out. The second device would not close completely. There was no pt consequence.